Manufacturer narrative:
.

Event description:
It was reported that the right atrial lead exhibited high impedance. The lead was capped and replaced during a device change out procedure. The patient was reported to be doing very well post the procedure.